Event description:
The patient stated, ¿my machine cut off yesterday, and I never turn it off because I have bad pain in my legs and back, and am in constant pain. It cut off yesterday and it has done it before and I just turn it back on. But yesterday it took a little longer to turn back on, and since then it has been kind of wavy, and it goes a little higher or lower and doesn¿t seem like a steady stream.¿ the patient had about a quarter battery left in the stimulator. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient's health care provider (hcp) reported almost two months later that everything was working properly. The patient was happy with the device.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708240, serial# (B)(4), product type: extension. Product ID: 3487a, lot# l47691, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient outcome was noted as recovered without permanent impairment.

Event description:
It was also reported that the patient's stim was inconsistent, but it was usually consistent. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.